Manufacturer narrative:
Investigation summary bd received two photos for investigation. The analysis of these photos revealed a device with blood leakage in the holder. Additionally, 30 retained samples underwent functional tests using 10 tubes per needle to assess the functionality of the device. All samples passed the tests, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, the 30 retained samples were subjected to additional functional tests to assess retraction lockout. All samples passed these tests as well, with proper activation and no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using 5 bd vacutainer® push button blood collection set, the rubber that covers the non-patient needle did not retract back causing blood to leak. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 5 bd vacutainer® push button blood collection set, the rubber that covers the non-patient needle did not retract back causing blood to leak. No patient or user impact reported.